Event description:
Reporter indicated that vns pt has developed "a lump" by their generator incision site. The lump is not red, but the pt cannot tell if it is fluid-filled. The pt simultaneously developed a pain at the generator site that does not coincide with device stimulation. The pt planned to contact their physician about the reported events. Investigation to date has been unable to rule-out possible cardiac issues.